Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when entering the pump settings, the customer entered an inaccurate basal rate setting of 6 units per hour (u/hr) instead of 1.6 u/hr. Blood glucose (bg) decreased to 46 mg/dl. Glucose tablets, juice, and chocolate was consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.